Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: four weeks after the operation the locking compression plate, broad 12 hole, plate broke, date implanted unknown. The device was removed on an unknown date. Only one broken fragment received, the second fragment was not sent for investigation. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: ktt. Implant date approximately (B)(6) 2013. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection revealed the breakage of the lcp plate occurred at the seventh plate hole and only one plate fragment was received. The additional evaluation reported based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic axial and alternating bending and torsional loads. Constantly alternating bending loads led to the fatigue of the material, then to first cracks and finally to the overload respectively to the fatigue fracture of the plate. The lcp could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role. The investigation found no evidence of material or manufacturing defects. The complaint was determined to be invalid. Placeholder.